Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that four resection loops fractured during the procedure, with at least one breaking inside the patient. All fragments were successfully retrieved. No negative impact in state of health reported.